Manufacturer narrative:
Manufacturing year is 2012. Field service specialist visited the account and reviewed patient data file in system. It showed there was patient movement. Unable to reproduce error with daily alignment verification or mock treatments. Completed preventive maintenance and verified operation. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the system experienced suction loss while laser fire and that the procedure was aborted. No loss of best corrected visual acuity. Customer reported error 04-002 patient vacuum low was present. Also error 02-002 tangential force was seen while docking patient.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.